Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that prior to the removal of the catheter the balloon was deflated. Approximately 2/3 of catheter removed easily followed by resistance. There appeared to be a ribbed section at the proximal end , distal to the opening, with rolls, which created a hard, solid ring around the catheter. The balloon was rechecked and found to be empty. The patient was asked to cough to relax his muscles. More force was required to remove catheter, which caused pain to the patient, bleeding and trauma to tip of penis. Analgesia was required and administered.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Visual evaluation of the photo sample noted one opened (with original packaging), silicone foley catheter upper shaft (tip and balloon visible) and strip packaging. Visual inspection of the sample noted a visible cuff in the balloon of the catheter. This is out of specification per inspection procedure which states, "for cuffing samples, reject." A potential root cause for this failure could be, ¿balloon material does not shrink quickly enough.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the removal of the catheter the balloon was deflated. Approximately 2/3 of catheter removed easily followed by resistance. There appeared to be a ribbed section at the proximal end, distal to the opening, with rolls, which created a hard, solid ring around the catheter. The balloon was rechecked and found to be empty. The patient was asked to cough to relax his muscles. More force was required to remove catheter, which caused pain to the patient, bleeding and trauma to tip of penis. Analgesia was required and administered.